Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reported that verification confirmed the station was no longer in critical override status, with no critical override indicator present and normal communication established. The tss reviewed server records and noted that the station had entered critical override the previous day due to an inbound data delay that prevented new server data from being processed by the station. The tss contacted the customer, confirmed that the notification email had been received, determined that no further assistance was required, and obtained approval to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.